Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the filament from the sensor was gone upon removal. The customer had been receiving no sensor alarms and her blood glucose was 109 mg/dl. It was advised the sensor would be replaced.